Event description:
This is an international report where there were some cracks found on the light blue main body of the transfer set after being in use for 3 months. There was no disinfectant used on the set by patient or doctor. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged transfer set main body. In this case no functional problem was observed during the plant evaluation, however a visual crack and flaking was confirmed. Root cause is uncertain. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.